Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30368766m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent cardiac ablation procedure for premature ventricular contraction (pvc) with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. This was her 3rd ablation within 7 days. The event occurred during use of biosense webster products. The physician¿s opinion is that the cause of this event is patient condition and catheter handling. Probably during catheter manipulation, mapping phase (not during ablation). The caller does not have additional information about extended hospitalization. Visitag parameters were range 3mm, time 3s, force 25g. No transseptal was performed. It is unknown whether prior to effusion ablation was performed. There was no evidence of steam pop. Irrigation setting was on low flow 2ml/min. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 12/11/2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a female patient (70 year old) underwent cardiac ablation procedure for premature ventricular contraction (pvc) with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. This was her 3rd ablation within 7 days. The event occurred during use of biosense webster products. The physician¿s opinion is that the cause of this event is patient condition and catheter handling. There were no error messages observed on biosense webster equipment during the procedure. The patient¿s condition is fully recovered. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number, and no internal action related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10/5/2020, biosense webster inc. Received additional information which indicates the patient¿s condition is fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).